Manufacturer narrative:
This is a resubmission of initial MDR per request from (B)(6), FDA medwatch program. Inital MDR originally submitted on 06/27/2017. MFR report # has been corrected.

Event description:
The physician was performing an incision and drainage of a labial abscess on patient and requested a word catheter. She placed the catheter in the abscess and inflated the balloon with a 5cc syringe. The catheter burst. There was no patient injury.